Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 18 mg/dl while wearing the pod between 4 and 24 hours. The patient had experienced confusion and loss of consciousness. The patients parent reports they had given the patient soda. Once the ambulance had arrived the patients pod was removed and the patient was treated with manual injections of glucagon. The patient regained consciousness and was taken to the hospital. The patient was at the hospital for 24 hours and then had been transferred to another hospital where they were discharged after 3 days.